Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon was impaction with the 500 g hammer and a metal splinter went into the surgeon's eye. The splinter was removed.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn as no product was returned.